Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient was being prepped for a revision procedure and was given anesthesia. An x-ray was taken prior to the surgery and the physician indicated a revision was not needed. The patient was taken off anesthesia and complications occurred. The patient stayed in the hospital with a coma. Nevro attempted to obtain additional event details; however, the information was not available. No leads were revised. The patient has recovered and is working through the algorithm. There were no reports of further complications.